Manufacturer narrative:
The reported event for noise was not confirmed. Analysis was normal. No anomalies were found.

Event description:
It was reported the patient presented remotely. Upon review of the transmission, it was observed the right ventricular lead was oversensing noise. The patient presented in clinic with reports of dizziness. Upon interrogation, it was observed the lead noise was causing pacing inhibition. The lead was explanted and replaced. The patient was stable.